Event description:
It was reported that the patient's stimulator was being replaced due to a suspected fluid leak on one side. The reporter thought the plug that was originally in one of the stimulator ports wasn't seated properly, but this was not confirmed. Two days later, it was stated that "there were no issues and everything was fine." No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).